Event description:
The customer reported the fluoroscopic image was pixilated and degraded to the point and the pt was required to return for additional imaging. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.